Event description:
The customer contacted the company's customer experience team via sms text messaging and email after hours to report that they were having difficulty removing the device, and that it had been in place for over 24 hours. A member of the company's customer experience team responded to the customer via sms approximately 90 minutes after the customer initially reached out. The customer responded that they were already at their physician's office for assistance with removal of the device. The company made three additional good-faith efforts to obtain more information from the customer, however, they failed to respond to the company's outreach. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.